Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x90 sterling balloon catheter was advanced for dilation. During the procedure, the balloon bursted before it was inflated to rated burst pressure (rbp). The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter email: (B)(6).

Manufacturer narrative:
B5 - describe event or problem: updated to include the additional information received. E1: initial reporter email: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x90 sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure (rbp). The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and mildly calcified. The balloon was inflated once before the balloon ruptured.

Manufacturer narrative:
B5 - describe event or problem: updated to include the additional information received. E1: initial reporter email: (B)(6). Device evaluated by MFR: the sterling was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 78mm from the tip and is approximately 75mm long. Product analysis confirmed there is a longitudinal tear in the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 6.0x200x90 sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure (rbp). The procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the target lesion was 80% stenosed, mildly tortuous, and mildly calcified. The balloon was inflated once before the balloon ruptured.